Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's diabetic educator reported via phone call of hospitalization for high blood glucose of 406mg/dl and diabetic ketoacidosis. The customer had no symptoms and treated with an insulin drip. Troubleshooting found that the customer is not changing the set and reservoir on a regular basis, but does change the cannula. Customer was advised to keep the pump settings correct, but customer declined to check their settings. Customer will call back after they perform the high pressure test. There was no further information provided by the customer or troubleshooting and no further high blood glucose troubleshooting was performed.